Event description:
It was reported that the proximal end of the pipeline would not open after deployment. The physician was able to open it by maneuver the catheter and wires. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).